Event description:
Caller is stating that his wife mattress is not comfortable. Stating that the mattress is only 4 inches thick with a blue embroider cover and collapsed with in 30 to 90 days of receiving the mattress. Caller is stating that where the mattress collapsed in the middle is about 1/2 inch thick. Caller is also stating that there is a gas smell to the mattress, and that his wife has a seizure problem brought on by smells and lights. Caller is stating that the mattress has caused continuously seizures since the mattress was received 4 years ago. Caller is also stating that when her legs are exposed over tile mattress with a thin sheet are causing her legs are breaking out with big welts and black and blue. Doctor is stating it is an allergic reaction to nylon. Caller does not want to work with (B)(4), they would rather work with (B)(4) (B)(4). No other information provided. Head section serial number is (B)(6). 11/30/17 - received pictures from the end user husband, the pictures show the mattress, but with no labels or tags. I forwarded the pictures to our product manager (B)(4) and she advised, "this is not an invacare mattress. It would have our screen print logo at the foot of the mattress even if there isn't a tag or label. I sent an email to the end user husband advising of our findings. Also placed a call to (B)(4) to see what mattress was provided to this end user 4 years ago. 11/30/17 . Spoke to (B)(4) at (B)(4) about the mattress that was provided to the end user. (B)(6) stated her records show that it is a 42x80 mattress. Part number they ordered was mdncc80-bari. Pulled the model online and it is a bariatric mattress made by drive. The mattress involved in the reported incident was manufactured by drive medical; it is not an invacare device. The mattress was being used on an invacare bed; however there was no alleged malfunction with the bed. And the report does not allege that the bed caused or contributed to the injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).